Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section a4: weight is unknown. Section b3: event date is estimated. During processing of this incident, attempts were made to obtain complete event, patient and device information. Information was not available as the initial reporter elected not to be identified.

Event description:
It was reported via medwatch report mw5153220 that the patient was receiving the replace generator notification regarding their ipg. Next course of action is undetermined as the initial reporter elected not to be identified.